Manufacturer narrative:
The serial number of the customer's cobas pure c 303 analytical unit is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable a1cx3 (hba1c) results from fourteen patient samples tested on the cobas pure c 303 analytical unit. The initial results were reported to the doctors but did not correspond to the patient's status/history prompting the rerun of the patient samples. The reporter was able to provide the following patient samples with discrepant results: patient sample 1: the initial result was 9.4%. The repeat result was 6.5%. Patient sample 2: the initial result was 7.7%. The repeat result was 5.5%. Patient sample 3: the initial result was 8%. The repeat result was 7%.

Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) were updated. The investigation reviewed the calibration data and no issues were noted. The investigation reviewed the qc data. The qc showed imprecision with out-of-range (high) results. The field service engineer (fse) inspected the analyzer and found debris/depositions inside the sample probe which could interfere with the rinsing functions of the system. He then changed and adjusted the sample and reagent probes. The investigation determined the event was consistent with insufficient probe wash/cell rinse and customer maintenance. Product labeling states "every 2 weeks maintenance cleaning the sample probe ¿ c 303 to ensure that the system produces accurate results, clean the sample probe." A reagent-related issue can be ruled out. Based on the information provided, the investigation did not identify a general product problem. The specific cause of the event could not be determined.